Event description:
It was reported that during a right hemicolectomy procedure, the stapler failed to fire when being used. No further information was provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: did the device lock out and not fire (would not fire)? Was the trigger advanced and no staples deployed (would not staple)? The analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.